Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: thermocool® smart touch® sf uni-directional navigation catheter us, catalog #: d134700, lot #: unknown; non biosense webster, inc. - brk transseptal needle. (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a thermocool® smart touch® sf uni-directional navigation catheter was placed in the left superior pulmonary vein; however, ablation was not yet started. While mapping the left atrium with a pentaray nav high-density mapping eco catheter, there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed by intracardiac echo (ice). Mapping was aborted and pericardiocentesis was performed to remove 900cc of fluid from the pericardial space. The patient was then transferred to the intensive care unit (ICU) and remained in the hospital over the weekend for observation purposes. The physician is unsure on when the pericardial effusion started, it could have been either during transseptal or mapping phase. The physician did not attribute the causality of the adverse event to a biosense webster inc. Product malfunction. No error messages were observed on any biosense webster, inc. Equipment during the case. A double transseptal puncture was performed using a brk transseptal needle. The patient received anticoagulant (unspecified) with an activated clotting time (act) between 300-350 seconds. Since the adverse event could have occurred during mapping or the transseptal phase, this event will be reported under the pentaray nav high-density mapping eco catheter which was used for mapping.